Event description:
It was reported that the customer received a larger than normal correction bolus request. During troubleshooting with tandem technical support, the setting was confirmed to be 1un:4mgdl. Customer indicated that the setting should be 1un:4mgdl. Customer stated that the health care provider had changed settings in the pump and may have changed it accidentally.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info becomes available a supplemental report will be submitted.